Event description:
It was reported that post-sensed t-wave oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the event of post-sensed t-wave oversensing reoccurred despite reprogramming. The device was reprogrammed again to resolve the event and the patient was in stable condition.